Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was implanted within the duodenum of a cancer patient on (B)(6) 2009. According to the complainant, the patient underwent chemo-radiation therapy (crt) for treatment of pancreatic cancer. After crt, the stent was implanted against the stenosis from the second part of the duodenum until the third part of the duodenum. On (B)(6) 2009, twenty four days post procedure; the patient presented with abdominal pain and increased c-reactive protein. A computed tomography (CT) scan and radiographic imaging was performed which revealed free air; therefore, the patient was diagnosed as having a perforation around the upper duodenal angulus. The physician stated that the restorative capacity of the patient tissue was low due to the crt, thus, the risk of perforation was high. It is unknown if treatment was performed after the perforation was discovered. Subsequently, the patient developed peritonitis, and passed away on (B)(6) 2009. No autopsy was performed. It is important to mention that according to the directions for use (dfu), "the ultraflex covered and non-covered esophageal ng stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and /or extrinsic malignant tumors only."

Manufacturer narrative:
The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.